Manufacturer narrative:
Solution spill: capital equipment, evaluated at customer site. The fse found the reservoir 5 gallon tank assembly leaking. The fse replaced the tank assembly. The fse tested for leaks and ran an empty cycle. No issues found. Results: tank.

Event description:
The customer reported that the system was leaking cidex from inside of the cabinet. There were no reports of physical complaints related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.